Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage. Stent struts from the 1st and 2nd distal stent strut rows were noted to be lifted and pulled in a proximal direction. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. This type of damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage most likely caused when pushing the device against a resistance. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 23 x 3.0 mm, eccentric, de novo target lesion was located in the non-tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation was performed with a 2.5 x 12 mm balloon catheter, a 28 x 3.00 mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.